Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report

Event description:
The customer stated that one patient sample (sid (B)(6)) generated a false positive result of 0.031 ng/ml and which was repeated negative at <0.0010 ng/ml. The customer cut-off for positive results is 0.028 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. An abbott field service representative (fsr) determined the valve, manifold kit (7-77612-02) as the cause of this issue. Replacement of the valve, manifold kit resolved the issue. The service history does not include further reports of discrepant or quality control issues related to the valve, manifold kit. No adverse trends for tickets with replacements of the valve, manifold kit (part number 7-77612-02) were identified (12/01/2012-11/30/2013 reporting period). There is insufficient information to reasonably suggest a malfunction of the valve, manifold kit (part number 7-77612-02) occurred; the part was replaced due to being worn out from normal use. The issue was resolved through normal troubleshooting procedures. A deficiency of the system was not identified. The customer was referred to the architect system operations manual which provides multiple probable causes and corrective actions to assist the customer with resolving imprecise quality control and discrepant patient results.